Manufacturer narrative:
The pump passed the displacement test and self-test. Hardware low level failure alert confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No pump error alarm noted during testing however, pump error 4 alarm is found in the formatted history file. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.